Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check that the cardiosave intra-aortic balloon pump (iabp) had a display screen with intermittent lines. No patient was involved.

Manufacturer narrative:
Corrected field :e1 ( name, email ), e2 , e3, e4, g2 updated fields: b4 , g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions ), h11 a getinge field service engineer (fse) evaluated and observed lower screen was having intermittent flickering. Fse found that ground wire to coiled cable connecting to video generator board was loose. Tighten cable and completed, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a